Event description:
There was an allegation of questionable test results for several patient samples on a cobas c 503 analytical unit. The following assays were affected: phosphorus, glucose hk gen.3, calcium gen.2, and tina-quant hemoglobin a1cdx gen.3. Two examples were provided: patient 1 the initial calcium result was 2.76 mg/dl, and the repeated result was 8.75 mg/dl. The repeated result was obtained on another module. The initial glucose result was 37.5 mg/dl, and the repeated result was 95.5 mg/dl. The repeated result was obtained on another module. The initial phosphorus result was 1.31 mg/dl, and the repeated result was 2.61 mg/dl. Patient 2 the initial hba1c result was >14%, and the repeated result was 5.62%. The repeated result was obtained on another module. The repeated results were believed to be correct.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 93624701 with an expiration date of 31-mar-2027. The calcium gen.2 reagent lot number is 92024001 with an expiration date of 31-jan-2027. The glucose hk gen.3 reagent lot number is 91927601 with an expiration date of 28-feb-2027. The reagent lot number and expiration date for phosphorus were not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found that the cuvettes were overflowing. He found that the vacuum tube had been removed from the high-concentration waste. He reattached the tube, performed decontaminations, performed adjustments, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.